Event description:
Patient reported to have undergone a partial hip arthroplasty on (B)(6) 2014. Patient reports allegations of pain. Patient further reported that on (B)(6) 2014 she was standing and the hip allegedly popped and failed. Subsequently, the patient was revised on (B)(6) 2014 due to patient allegations of pain and dislocation. Patient reports developing a viral infection on (B)(6) 2014 that has since healed. Additional information received in operative report noted patient underwent a left hip hemiarthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2014 due to dislocation and disassociation. The modular head and acetabular cup were removed and replaced. Operative report noted patient underwent a closed reduction procedure on (B)(6) 2015 due to pain and dislocation. Patient underwent a further revision procedure converting to a total hip system on (B)(6) 2015 due to pain and dislocation. Post operative monitoring and follow up noted patient reported pain and dislocation on (B)(6) 2015. There has been no reported revision procedure to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions.¿ number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 14 states, "postoperative bone fracture and pain." This report is number 6 of 6 mdrs filed for the same event (reference 1825034-2015-00191 / 00192 & 2015-02027 / 02030).